Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. H3 other text : summary investigation.

Event description:
It was reported that the patient experienced infection at implant tooth site #11, with associated pain, abscess and inflammation. Therefore, the implant immediately failed and was removed.

Event description:
No additional information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: catalog number was updated from tsvt4b13 to tsvt6b11.